Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned articular surface identified signs of being implanted and the locking features on distal surface are flared out. The femoral component was not returned for evaluation. The wear of the articular surface is confirmed, however as the femoral component was not returned, the loosening cannot be confirmed. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Associated products : item#:42522200511; articular surface ; lot#: 62903271. Item#:42502006602; femur cemented (cr) narrow right sz 9; lot#: 62336997. Item#:42532007102; tibia cemented 5 degree stemmed right size e; lot#: 63125330. Item#:42540200032; all-poly patella cemented 32 mm diameter; lot#: 63049977. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565- 2021-01559.

Event description:
It was reported the patient underwent an initial right tka 5.5 years ago. Subsequently, the patient was revised one month ago as he was experiencing instability. Patient had a loose cemented femur with a well-worn e-poly liner. Patient was revised to a persona revision stemmed femoral component.